Event description:
The explanted device was returned. Product analysis of the wand found that the wand performed according to specifications once a known good battery was installed. The device arrived without a battery. As the battery was not returned, an analysis of the battery condition could not be performed. The wand¿s performance is directly impacted by the battery¿s condition. Continuity testing of the serial data cable and the battery cable passed. An analysis was performed on the handheld. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The device performed according to functional specifications. An analysis was performed on the flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2013, it was reported that the physician's handheld loses it's charge as soon as it is taken off the charger. It was stated that the physician unplugs the handheld from the charger and it loses most of its charge by the time he walks into the next room. No other information was provided. The handheld and software has not yet been returned to the manufacturer.